Event description:
Complainant alleged that during biomed testing. The device displayed, a "status 81" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to the pacer control.